Event description:
It was reported that the patient experienced an inadequate and uncomfortable stimulation due to lead migration. The trial lead was pulled out, and patient was doing well postoperatively. The trial lead was discarded per hospital policy.